Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A field service engineer received a call from the customer reporting that the fridge was broken, and they were waiting for a new one. In the event additional information is received a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a fridge failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.